Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that the connection part between the trigger handle and the top was broken during meniscal repair surgery on (B)(6) 2018. First, the surgeon tried to approach with 12°needle (p/n: 228151), but the device was broken. Then the surgeon used 24°needle (p/n: 228152), however the device was broken again. The surgery was completed by using alternative device (p/n and lot number were unknown). There were no broken parts in the patient¿s body. It was brand new and the first use when the issue occurred. There was less than 30 min. Surgical delay and no harm to the patient. No further information was provided by the hospital. It was further reported that the part of the device that broke was the joint part of the depth stop and the trigger. It was reported that the 12 degree needle that broke first. It was reported that the issue was with both first and second implants. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.